Event description:
My daughter is a type 1 diabetic. She used a continuous glucose monitor to manage her blood sugar. Dexcom is the cgm she uses and has used for a few years. Since we've upgraded to the g6 - we have noticed major qc problems with the product. We've also noticed dexcom not delivering replacements item in a timely fashion. Thursday night my daughter's cgm stopped working. We replaced the sensor and started the warm up. The system would not connect to the new sensor. We tried this a few more times with no success and went to bed. The next morning we tried another sensor and it still would not work. I called dexcom and we concluded the transmitter was not working and they agreed to send us a new one, next day delivery, along with the 2 sensors that didn't work. Come saturday, no transmitter or sensors. I tried calling dexcom but there was no one available to answer my questions. First, we rely on this medical device to keep her safe. Second, these items are expensive. The cost of the transmitter and 2 sensors exceeds $(B)(6). Finally, we are only allotted certain amount of test strips to monitor blood sugar because we have a cgm. When the cgm works, we test bg 4 times/day. Without the cgm we are testing 10-15 times/day. If the transmitter had been delivered when they said it would - we would be ok. But now that we've had to use a full canister of test strips and we will run out of test, before we are allowed by insurance to get more. FDA safety report ID# (B)(4).